Event description:
Patient reported that they were priming device and noticed that no insulin was coming out. They then removed the insulin cartridge from the device and they discovered that the device had 50 units of insulin in the bottom of its insulin cartridge compartment. Patient dried out deice and began using it again 30 minutes later. The next day the device began displaying boluses on its screen, but the boluses would not go through. No error messages were generated by the device. Patient then switched to back-up device. Patient's blood glucose was not affected, and no treatment was received.